Manufacturer narrative:
The device is in good condition with the exception of the anchor. The anchor has gouges and missing material from the threads. The anchor tip has broken off and 0.094 of the overall length is missing. The damages attained indicate contact with another device or tool of the same or harder material. Due to the damages we cannot support the allegation. No root cause related to the manufacture of the device can be established. No further investigation required.

Manufacturer narrative:
Evaluation pending device return.

Event description:
It was reported that the head of the screw was broken during the procedure. A backup was used to complete the surgery. No patient harm was reported.